Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Lynch, f. C., & kekulawela, s. (2009). Removal of the g2 filter: differences between implantation times greater and less than 180 days. Journal of vascular and interventional radiology, 20(9), 1200-1209. Doi:10.1016/j.jvir.2009.05.039 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in the article, ¿removal of the g2 filter: differences between implantation times greater and less than 180 days¿, in the journal of vascular and interventional radiology 2009, that one day post filter deployment, the patient experienced back and groin pain. A CT scan revealed that the filter migrated caudally and that three filter limbs were extending beyond the confines of the ivc wall. The filter was retrieved without complication and a new filter was deployed successfully.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Lynch, f. C., & kekulawela, s. (2009). Removal of the g2 filter: differences between implantation times greater and less than 180 days. Journal of vascular and interventional radiology, 20(9), 1200-1209. Doi:10.1016/j.jvir.2009.05.039. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged migration and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: perforation or other acute or chronic damage of the ivc wall. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens.

Event description:
It was reported in the article, ¿removal of the g2 filter: differences between implantation times greater and less than 180 days¿, in the journal of vascular and interventional radiology 2009, that one day post filter deployment, the patient experienced back and groin pain. A CT scan revealed that the filter migrated caudally and that three filter limbs were extending beyond the confines of the ivc wall. The filter was retrieved without complication and a new filter was deployed successfully.